Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are getting message cannot provide desire setting for probably a week ago. They decrease the stimulation and cannot increase. Patient stated they noticed they used to charge the ins every day but in the last week they can go two days without charging the ins. Patient stated they charged up the ins to 100% and the ins is at 80% and controller at 80% now. Patient stated she noticed she is having more pain in the last week and that's why she was checking the setting. Patient stated she had programming done in (B)(6) this year and setting was at 9.1v and she had to turn down the setting because it was too intense and the intense went away. Patient stated she have an upcoming apt on (B)(6) 2022 at hcp office. Ps reviewed meaning of setting and device function and recommend patient consult with hcp office for next steps. The patient was redirected to their healthcare provider to further address the issue. Patient stated she is very disappointed with mdt rep services because she left two messages for (B)(6) and haven't heard back from him. Patient stated she is spoiled because she had another rep name (B)(6) in (B)(6) 2020 and she would response to her always no matter what she was doing. Patient stated she is very disappointed in the mdt rep services. Ps reviewed reps role and recommend patient consult with hcp office to contact local rep. Caller is meeting with patient today (B)(6) 2022 because of oor message showing. No falls noted. Caller reported taking impedance and able to eliminate the oor message but noticed combos with contacts 1, 3, 10 >40000 and then contact 4 with some >40000 some normal and some just elevated. Reviewed taking impedances in different positions. Reviewed trying to program with any stable viable combinations. (B)(6) 2022 (rep): additional information was received from a rep. The rep reported they received an alert that "one or more leads may not be properly connected "throughout the programming session. Rep checked connectivity multiple times and it always showed all connections green, even during position changes. The alert would constantly appear throughout. Rep attempted reprogramming several times using different electrodes than 1, 3, and 4, and quickly reached oor at much lower values than the patient was used to using. The patient left the office using the new programs at lower values. Patient has an appointment with their hcp on (B)(6) 2022.. Pt called back on (B)(6) 2022 from number registered re-reporting information previously documented in this case. Pt received a letter and provided reference number (B)(4) (pt mailed in letter already). Pt said they have had issues with their ins twice (pt said serious issues). Pt said they first had an ins that had gotten infected a year after it was implanted. Pt said that didn't make sense to them since they did not have an open wound (see pe (B)(4)). Pt said they then needed another surgery, and almost a year later, the ins was now defective. Pt said they did not have an injury or anything that they've done to themselves to damage the equipment in their body so was not sure how it became defective. Pt said they went in to see the their rep (B)(6) in (B)(6) ((B)(4)) because the setting were not working properly and the rep told the pt that the ins was defective. Pt said only 3 of their contacts were working properly and then pt said it went "kaput" again yesterday. Pt said they started receiving the settings not available message again yesterday. Pt said they were only running their stimulation at like 2.4 and 3.9 since that was the highest it would a low. Pt said yesterday when they contacted the rep, the rep had them turn the stimulation down to 0 and then 2 of the 3 "contacts" would only goup to 0.1 and then the 3rd would not progress past 0 without showing the settings not available message. Pt said they now have an app with their hcp in (B)(6). Where the rep will also be present. Pt said they were now talking about removing this ins and implanting another. Pt said they were not sure if they trust doing another mdt ins due to this upsetting their quality of life (cannot walk far, bend over). Pt wanted to make sure these issues were being reported but said they still have a good relationship with their hcp (minus one pa at their hcp office). Pss redirected pt to their hcp/rep for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient continued to experience ineffective pain relief, and saw "desired settings could not be delivered" on her remote at lower settings than she was used to. Pt turned off stimulation. The patient's hcp presented her with the option of explanting lead or ins revision, pt decided to take some time to weigh their options. Additional information was received from the patient. It was reported that pt did not know if it was the device or if it needed readjusting. There were no circumstances that lead up to the issues. Pt went in to get adjusted, no pain relief. Issue not resolved. Appointment will be scheduled to discuss implant removal and other options.